Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and microscopic examination of the returned sheath. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Microscopic examination in the hemostatic valve surface and showed evidence of mechanical damage. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed, and no internal actions were identified. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that sheath failure is multifactorial. Based on the information currently available, a microscopic examination of the returned sheath indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue. It was initially reported by the customer that the inner sheath could not advance in the outer sheath due to an impediment. The second catheter was used to complete the operation. There was no patient consequence. The customer¿s reported issue of ¿obstructed¿ sheath is not considered to be an MDR reportable malfunction since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. On (B)(6) 2021, pal revealed that a visual inspection found the hemostatic valve was found dislodged inside of hub. This finding is considered to be an MDR reportable. The customer reported event was initially considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2021 and reassessed it as MDR reportable.